Event description:
(B)(4). My period came almost a week early again andamp; this time barely any bleeding. I don't understand. Pelvic pain andamp; fatigue doesn't go away - andamp; now I can't drive too far anymore. I get too tired. There's still pain in my left hip area too. Lower back. Pain still there. I can't afford to go to chiropractor but desperate to go back for help. Bloating is still here and still having inflammation in my gums. Going back to dentist and chiro soon. Had a cat can but showed nothing, at least now that I know I have no blood clots and I can have essure removed so I won't be too afraid to have surgery but - this is too much. Lately I've been taking ibuprofen. I just want my life back and my energy back ...oh and not to mention these stabbing pains are back down there in middle to right side ...all this inflammation just doesn't stop.